Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at it is awaiting evaluation. (B)(4).

Event description:
A customer reported that actuation failure of the probe occurred during surgery, it is unknown if the probe was cutting and aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this event.

Manufacturer narrative:
One probe sample was returned for evaluation. The final product lot was identified. A device history record review for the reported lot was conducted. The product was released based on the product¿s acceptance criteria. The sample was visually inspected and was deemed nonconforming. The needle is bent at approximately 30 degrees. Actuation testing was performed and deemed nonconforming. The cutter did not open and close completely. Cut testing was performed and deemed nonconforming. No cutting was able to be achieved. The probe was disassembled and the components inspected. There is approximately 5 to 10 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. The actuation test was retested after its disassembly and was then deemed conforming. The complaint evaluation confirms that the probe did not actuate. The root cause for the probe not functioning correctly is due to the bent needle and bent inner cutter. This bend needle condition appears to have occurred during its surgical use but it is not known how the needle and cutter actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap. (B)(4).